Event description:
A nurse reported that a bent haptic was noted during implantation of an intraocular lens (iol) and removed during the same procedure. The incision was widened to facilitate removal of the lens.